Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy replacement procedure performed on (B)(6) 2015. According to the complainant, the internal bolster detached inside the stomach and the tube came out of the patient. An upper endoscope was used to look for the detached portion however it was not found. Reportedly, the detached bolster has not yet passed through the patient's stool. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event, however, the patient is currently under observation. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device revealed that the c-clamp and medicine port were closed, the feeding port was open. The external bolster was located at the 2.5 cm mark and was without issue. The internal bolster was found to be separated from the device and was not returned for analysis. Remnants of the bolster remained on the circumference of the tubing end. It appears that the internal bolster was securely molded to the tubing. The tubing did not present evidence of material degradation during implantation. It was noted that the condition of the returned unit was consistent with the complaint incident that the bolster detached/separated. Based on all gathered information, the most probable root cause is "operational context."

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy replacement procedure performed on (B)(6) 2015. According to the complainant, the internal bolster detached inside the stomach and the tube came out of the patient. An upper endoscope was used to look for the detached portion however it was not found. Reportedly, the detached bolster has not yet passed through the patient's stool. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event, however, the patient is currently under observation. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.